Manufacturer narrative:
Bibliography mohammad abdelghani, m. P. (2019). Transcatheter aortic valve implantation with the third generation balloon-expandable bioprosthesis in patients with severe landing zone calcium. The america journal of cardiology. This report is 1 of 6 submitted for this complaint (article). Reference mfg. Report numbers: 2015691-2020-11059, 2015691-2020-11061, 2015691-2020-11065, 2015691-2020-11066, and 2015691-2020-11068. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the mechanism described above may have contributed to the event. Other potential contributing factors are unknown as limited clinical information was provided in the article. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A single center study was published in a european article, ¿transcatheter aortic valve implantation with the third generation balloon-expandable bioprosthesis in patients with severe landing zone calcium¿. The study included patients who underwent tavi for native aortic valve stenosis with the next generation balloon expandable thv sapien 3 between march 2014 and february 2018. The following events occurred during the study: ten patients experienced a stroke, forty-eight patients experienced a vascular complication, two patients needed aortic valve re-intervention, one patient required coronary re-intervention, thirty-six patients experienced a conduction disorder requiring a permanent pacemaker (ppm) and two patients who developed moderate prosthetic valve regurgitation. This complaint represents the two patients who developed moderate prosthetic valve regurgitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.